Event description:
It was reported there was reduced brake force due to the casters not locking because the tension cable was out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.